Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that a 25mm bioprosthetic aortic valve, implanted approximately fourteen (14) years, one (1) month, ten (10) days, was explanted due to severe aortic bioprosthetic valve dysfunction. Through follow up with the healthcare provider it was learned that the patient also underwent mitral valve replacement of the native valve during the same procedure. It was noted that although the 25mm valve leaflets remains intact they have progressively become calcified which restricted motion. The 25mm bioprosthetic valve was replaced with a 23mm pericardial tissue valve. Edwards learned that excellent hemodynamics were obtained. The patient was taken to the intensive care unit in stable, but critical condition.

Manufacturer narrative:
Device was not returned. Additional manufacturer narrative: the device was not returned to edwards for evaluation as it was reported by the hospital to have been discarded. The device history record was reviewed and shows that this device met all manufacturing specifications for product release for distribution. No issues were identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Based on the information received the root cause of the event remains indeterminable. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.